Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. Device malfunction was suspected. The patient was doing well postoperatively

Event description:
A report was received that the patient had frequent ipg charging. A bsn representative analyzed the ipg database and confirmed there are signs of fast battery depletion. The patient will go in for revision, but not in near future. No further course of action will be taken at this time.

Manufacturer narrative:
Date received by manufacture should have been 02-feb-2015. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of difficulty charging was confirmed. Sleep current was slightly out of the expected range at 233-310ua. Depletion rate was 214mv per day which was higher than expected. It was determined this higher than normal current drain was from the analog/digital integrated circuit (ic) section of the ipg electronics. It could not be determined conclusively, which ic was the root cause of the failure as both components are covered in glop top which makes test points inaccessible, and troubleshooting to specific component level was not possible.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had frequent ipg charging. A bsn representative analyzed the ipg database and confirmed there are signs of fast battery depletion. The patient will go in for revision, but not in near future. No further course of action will be taken at this time.

Event description:
A report was received that the patient had frequent ipg charging. A bsn representative analyzed the ipg database and confirmed there are signs of fast battery depletion. The patient will go in for revision, but not in near future. No further course of action will be taken at this time.